Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the image disappeared, and due to damage to the charge-coupled device unit, e218 (scope malfunction error) occurs. A root cause could not be identified. Based on the results of the investigation, reasonably known information suggests probable causes due to an electrical/electronic component problem. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported image noise during inspection for use, involving an olympus endoeye flex deflectable videoscope. There was no patient involvement.